Event description:
Screw could not be inserted into bone. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained screw shows that the tip is deformed due to a mechanical overload situation while inserting. Microscopic evaluation shows that the pitches of the screw thread are partially flattened; it appears that the tip became damaged during insertion into very hard material, bone. Reviewing the manufacturing and material document shows no deviation to the specification. The exact reason that caused the reported problem is undetermined. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.